Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station reported with failed cubie drawer. A technical support specialist reached out customer to investigate about the reported issue. No response received from the customer ever after three attempts.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawers which did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.